Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Only the event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that position-instr f/polyax scr heads f/matr had the blocker broken from the shaft. The broken fragment is visible in the evidence provided. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for position-instr f/polyax scr heads f/matr. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in australia as follows: it was reported that on an unknown date, when inspecting the instruments post-operatively, it was noticed that the end of the poly head inserter from matrix had detached from the end, rendering the instrument redundant. There was no patient consequence. No further information is available. This report involves one polyaxial head placement tool for matrix. This is report 1 of 1 for (B)(4).